Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.50mm rotablator rotalink plus and rotawire-ic were selected for use. During the procedure, the physician prepared for rotational ablation and used the guidewire for calcification treatment. After exchanging the rotational ablation guidewire in the left anterior descending (lad) artery, the guidewire was connected to the burr. The guidewire crossed the tail end of the burr and was slowly inserted into the blood vessel to approach the calcification area. However, during the rotational ablation process, it was found that the guidewire was stuck to the burr and could not be pushed forward or backward. After trying several times, it was not possible to push it. Therefore, the burr and guidewire were replaced, and the procedure was completed using another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
A - patient identifier: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.